Manufacturer narrative:
Manufacturing site: (B)(4). When the device was returned to the manufacturer, a reportable malfunction was recognized for the first time; therefore, the date of this report, and the date received by the manufacturer were considered the date the device returned. The returned suoh guide wire had its coil wire elongated for approximately 120mm originating from the mid solder that was originally located at 30mm from the tip. At approximately 16mm distal to the mid solder, the core was found fractured. On the distal side, the fracture end of the core was located at approximately 14mm from the tip. The ball tip remained attached on the very distal end of the returned guide wire; the elongated coil remained in one piece. Sem observation was performed on each fracture end of the core. Twisting of the core was observed at both fracture ends. Dimples made by tensile stress were observed on both fracture surfaces. The above findings suggested the guide wire was returned without a missing piece. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that twisting and tensile stress generated with manipulation had most likely contributed to the observed fracture of the core. The applied stress would accumulate and exceed the product design limit when the guide wire was temporarily trapped and restricted its movement likely by the lumen of the non-asahi catheter which might have been bent or deformed due to anatomy. Further applied tensile stress generated with removal made the coil elongate. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: warnings observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Warnings: if resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged, and may cause injury to the blood vessel or leave fragments inside the vessel, and, malfunction and adverse effects breakage of the guide wire.

Event description:
It was reported that an asahi suoh guide wire deformed during a pci to treat a 75-90% stenosis in the rca #1-2. Another asahi guide wire was initially delivered to the conus branch with a non-asahi catheter. The suoh was delivered to the main stream of the rca via the rapid-exchange lumen of the catheter. During wire manipulation, the physician felt something wrong with the suoh, and removed it from the artery when deformation was recognized on it at about 2cm from the tip. A new guide wire of the same model was replaced to resume the procedure. The pci was successfully completed with reestablished blood flow achieved by stent deployment. There were no adverse patient effects associated with this event.